Event description:
Affiliate reported that customer was hospitalized due to a coma. Affiliate stated that the customer's physician gave the information that when the parents filled the reservoir and reached the fixed prime menu, the pump pushed the reservoir empty while the patient was connected. Affiliate also stated that this incident occurred three times after each other.